Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was given fluids to treat. The customer experienced symptoms such as stiff limbs and being out of it. The customer was wearing the insulin pump during the incident. The customer stated they had stopped taking a medication that could raise their blood glucose. Troubleshooting was completed and passed the high pressure test. The customer reported they get more highs than lows, and the highs take over 5 hours to come down after blousing. The customer then crashes and goes low. The insulin pump will not be returned for analysis.